Event description:
A patient reported experiencing inaccurate high results with patient's meter. The patient's blood glucose results were "133 mg/dl" on patient's meter and "94 mg/dl" on the lab test. Tests were done within 10 minutes with a difference of 39%. Patient did not experience any adverse events. No further information has been reported.